Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system smart remote manager, the refrigerator door failed and was unable to recover. The customer stated that this malfunction occurred when the user was trying to issue medication to the patient, causing a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager, the lock did not release, and the door failed. A field service engineer assisted the customer with manually failing the smart remote manager and recovering the door to resolve the issue. The system functioned as intended after the field service engineer assisted and resolved the issue.